Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16014. It was reported that the patient experienced a pocket infection. The physician believed the infection was possibly caused by the patient's recent generator implant procedure. The pacemaker system on the left side was explanted, and the patient received a new pacemaker system in the right side. The patient was stable.